Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the target lesion was distal rca with moderate tortuosity, moderate calcification, and 90% stenosis. No pre-dilatation was performed. During deployment of the zeta stent the balloon ruptured during the second inflation at 15 atm. The stent was adequately deployed and other than slight resistance pulling the ruptured balloon into the guiding catheter, the stent delivery system (sds) was removed without issue. Outside of the patient's body, the pinhole rupture was confirmed on the middle part of the balloon. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident information. Balloon rupture below the rbp can be caused by numerous factors including, but not limited to, a result of mechanical damage from interaction with another device or anatomy, or blockage in lumen. Reportedly the target lesion was moderately calcified and no pre-dilatation was performed. This may have caused or contributed to the rupture during interaction of the sds with the anatomy. A pinhole rupture was confirmed on the middle part of the balloon. The IFU states to: "pre-dilate lesion with ptca catheter". A conclusive root cause for the reported balloon rupture and difficulty to remove the sds cannot be determined.